Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy. The patient¿s blood glucose measurement was reportedly unknown; the patient experienced symptoms suggestive of hypoglycemia of fainting/seizure. The patient was treated at the hospital emergency room; the patient received food and/or drink as treatment. The reporter stated the patient¿s event was the result of an inadvertent infusion of a 11.5-unit bolus delivered by the patient via the insulin pump. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy as the result of use error.